Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient accepted v-p shunt on (B)(6) 2016. The procedure was operated smoothly. After two months of procedure the patient had subcutaneous hydrops and returned hospital for check. The surgeon did revision surgery and noted a crack on valve on (B)(6) 2016. Changed the new one to complete. Now the patient condition is stable.

Manufacturer narrative:
Corrected UDI: (B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was at 200mmh2o. The valve was visually inspected: and confirms that the silicone housing has been cut/torn. This is probably due to a sharp or pointed object coming into contact with the silicone housing, this however could not be determined. Review of the history device records confirmed the valve product code 82-3184, with lot ctgbrp, conformed to the specifications when released to stock in 24th june 2015. The root cause to the tear/cut in the silicone housing is probably being due to the user, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.